Event description:
The hospital reported that the cautery pencil was in the holster on the drape and it started going off. The machine registered it as someone pushing the button down on the pencil when no one was near it.

Manufacturer narrative:
Describe event or problem: the hospital reported that the cautery pencil was in the holster on the drape and it started going off. The machine registered it as someone pushing the button down on the pencil when no one was near it. Deroyal: the reported sample was evaluated. Contamination was found within the dome's space that could have affected the function of the device. It is possible that an excess of alcohol was used during the cleaning process of the component before assembly, or that the product came into contact with an alternate chemical outside the MFR facility causing contamination to occur. As a corrective action, the MFR facility has become aware of the report and employee task training was performed.